Event description:
Tip of bd flush syringe broke off into stop cock. No harm noticed by [redacted name] rn. Stop cock changed and given to educator. No lot # available. [Date redacted] sample collected from clinical site. [Date redacted] emailed [redacted]. Manufacturer response for flush syringe, (brand not provided) (per site reporter).